Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that gryphon pro knot saw tooth drill guide failed due to the device being old, dull and worn. The complaint device was received and evaluated. Visual observations reveal that the handle assembly and the shaft were received disassembled, damages were observed in tooth of the drill. However, the laser impressions on the handle and at the shaft are in good conditions. Customer complaint can be confirmed. The possible root cause for the reported failure can be attributed to the age and repeated use of the device causing fair wear and tear, as mentioned on the event description, the device failed due to being old, dull and worn. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone call that the customer's gryphon pro knot saw tooth drill guide failed during a labrum procedure due to the device being old, dull and worn. The case was completed using another like device. There were no adverse patient consequences or time delay. The sales rep was not present for the case. The device will not be returned for evaluation as it was discarded by the customer facility.